Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. The device was in backup vvi. The device was restored. The patient will be followed normally.